Event description:
The accu-chek comfort curve strips tested the blood sugar higher than it was. The readings were in the 200's with the dispensed strips, and with strips from another source read about 139 which is correct per pt. Dose, frequency and route used: test 3 times daily. Therapy dates: 2006 to 2008. Diagnosis for use: diabetes.